Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient "has concerns about defaulted" icm due to not being notified in relation to an episode they felt they had. The icm was explanted and replaced with an ipg. The icm remains in use.